Event description:
The customer contacted stryker to report that their device would not display patient's rhythm. This issue may prevent the device from providing therapy if it were needed. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker further evaluated the quik-combo cable at the product assessment center (pac) and observed that the cable was worn, damaged and would loose connection when bent. The pac technician found no problem with the internal therapy connector. It worked normally when tested with a good cable. The root cause of the issue was a worn and damaged quik-combo cable.

Event description:
The customer contacted stryker to report that their device would not display patient's rhythm. This issue may prevent the device from providing therapy if it were needed. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The therapy cable was replace to solve the reported issue. The technician observed that the therapy connector was difficult to connect and disconnect. The therapy connector was replaced to solve the issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that  their device would not display patient's rhythm. This issue may prevent the device from providing therapy if it were needed.there was no harm to the patient as a result of the reported event.